Manufacturer narrative:
Due to hpc test results that came back outside of cardioquip specifications, a cardioquip customer requested an internal water pathway replacement for this device to return it back to specification. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement by cardioquip service. Following the repair, the device passed inspection and is fully functional.

Event description:
Customer requested internal water pathway replacement.